Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had a button error alarm, and that it may have occurred due to exposure to moisture while skiing. The customer's reported blood glucose value was 20.4 mmol/l. No further information was provided.